Event description:
A consumer reported a possible low inaccurate result with spouse's onetouch meter. Pt has a history of insulin dependent diabetes mellitus for 10 years and self-monitors blood glucose once every 2-3 days. On event date, pt had a blood glucose reading of 17mg/dl on ot meter. Prior to event date, pt has been experiencing vomiting, loss of appetite and weakness for a week. Pt was taken to the hosp where pt was admitted with blood glucose of 1000mg/dl. Pt was discharged 3 days after event date. Pt's family member refused to supply any additional info. At this time, there is no information available to indicate that meter malfunctioned. Meter has been replaced.